Event description:
It was reported that the patient said that he was feeling that his hearing was becoming less. A vibrogram was carried out but there was no any response. The audio processor was fitted with the maximum gain, even he tried an amade hi at maximum too. The patient received almost no benefit.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.